Event description:
1st stage revision of a trinity cup, ecima liner and ceramic head after approximately 1 year and 11 months due to infection. Corin has requested information regarding the 2nd stage of the revision, however, no further information has been received.

Manufacturer narrative:
Per -3971 final report additional information, including post primary and pre revision x-rays, operative notes, patient medical history and date of the second stage of the revision was requested in order to progress with the investigation of this event, however, this information has not been provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing and sterilisation records have been identified and reviewed. Review of these documents revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event. The cleaning method, the sterilization method and sterile barrier system used to package trinity and metafix devices have a long history of safe and effective use at corin for a wide range of orthopaedic devices and has been validated in accordance with the relevant standards. Infection is a known complication with any invasive surgery. Based on the above, no further investigation can be conducted and the root cause of the reported infection could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constritute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes, patient medical history and date of the second stage of the revision has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing and sterilisation records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
1st stage revision of a trinity cup, ecima liner and ceramic head after approximately 1 year and 11 months due to infection.